Event description:
It was reported that during an unknown procedure the device does not activate. Another device like device was used to complete the case. No patient consequences.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent the handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components. The moisture indicator was positive, the acoustic isolator was torn and the hand activation wire had the outer jacket degraded. The handpiece has a number of seals to prevent fluids from entering the housing. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. It is probable that the ingress of moisture affected handpiece functionality, this was not confirmed during the analysis.